Event description:
Subsequent information was received that notes this lv lead was surgically abandoned, and a new lv lead was implanted. It was unknown if, prior to the procedure, the inability to support bi-ventricular pacing caused the patient any symptoms. There were no additional adverse patient effects related to the procedure noted.

Event description:
Boston scientific received information that one month post implant the left ventricular (lv) lead has dislodged. The physician opted to program lv pacing off and reprogram the device to promote the patient's intrinsic conduction. There is no intervention planned at this time, and the physician will monitor the patient. No adverse patient effects have been noted.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.